Event description:
Cool sculpting was performed on my abdomen in two places. The pain was severe enough that I could not work and had to stay in bed for three days with the pain occurring approximately 4 days after the procedure. I called twice to the office to speak with nurses. They recommended 800 milligrams of ibuprofen, alternated with 200 milligrams of tylenol every 2 hours for pain. The product is advertised as possibly producing "mild localized pain." I experienced cramping, stinging, stabbing pain. It was so bad that I was unable to sleep. I also did not experience any lessening of fat in the area or any sort of advertised results. This is very expensive ((B)(6)) ibuprofen for no results and intense, debilitating pain.